Manufacturer narrative:
Forty three unopened knife samples in blisters were received for the report of the blades are dull. Thirteen randomly selected knives were chosen for evaluation. The randomly selected knives were visually inspected and found to be conforming. Those samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned, unopened samples were found to be conforming therefore, a dull knife as described in the complaint was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knife blades were dull and could not cut through the cornea during surgery. There was no report of any patient impact. Additional information has been requested. Additional information received clarified that the dull knife blades were noted during multiple separate cataract with intraocular lens (iol) implantation surgeries. It was confirmed that there was no harm to any patient.